Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported.